Event description:
The reporter stated that the product came apart between the access device and where is stopcock goes into the access device. No patient injury or treatment associated with this event.